Manufacturer narrative:
The impella device was not received from the customer as it was left inside the patient when they passed away. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a patient admitted in after being transferred from community to the tertiary center. An impella 14 x 25 centimeter sheath was inserted. The impella cp was inserted and advanced over the wire with no issues. The decision was made to leave the dislodged portion of previous pump until the patient was stabilized and take to surgery. While exchanging the peel away from the repositioning sheath, the impella cp was watched closely under fluoroscopy. While on fluoroscopy, during repositioning, an odd shape of the catheter was noticed and a kink was located between the motor and bend of the cannula. Flows were diminished and the decision was made to leave across the valve as it was the last impella on-site. The patient was sent to the intensive care unit (ICU) with a possible plan of extraction of the dislodged impella if the patient stabilized. The patient declined in the ICU and passed away on support.

Manufacturer narrative:
The investigation for the reported low pump flow and product damage (cannula kink) has been completed. Data logs confirmed the failure mode & clinical narrative. Logs showed after pump started & run for about 30 minutes without issue, flow suddenly dropped to 0.5 l/min that triggered auto suction response & suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description & data review, the root cause of low flow was most likely due to kinked cannula. The root cause of the kinked cannula was unable to be determined as limited clinical details were provided and no product was returned for review.